Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred approximately 30 minutes after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an external dialyzer leak. The machine did not alarm as it is not intended to do so. Blood was visually observed leaking from the threads under the header end cap of the dialyzer. Blood test strips were used and tested negative for an internal blood leak. No dialyzer damage was visible. The patient¿s estimated blood loss (ebl) was reported as being approximately 5 cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device noted coagulated blood in the threads of the header end cap of the cavity ID end of the dialyzer. Gross visual examination of the sample did not identify damage or irregularities. The dialyzer was subjected to a laboratory bubble point test where no leaks were observed, possibly due to coagulated blood. The dialyzer was then subjected to destructive disassembly for further visual analysis. The complaint investigator was able to observe the silicone o-ring was noted to be short and preventing a secure seal between the potting cut surface and the interior surface of the header cap. Further examination did not identify any voids, damage, or irregularities. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was one deviation notice noted on the lot; however, there was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported complaint of "external blood leak." This includes non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The investigation into the cause of the reported problem was able to confirm the failure mode. The complaint investigator was able to observe the silicone o-ring was noted to be short and preventing a secure seal between the potting cut surface and the interior surface of the header cap which may have allowed a leak pathway from the header end cap of the dialyzer. Therefore, the complaint has been deemed confirmed.